Event description:
It was reported that a patient received three inappropriate shocks for svt due to svt rates being higher than svt detection rates. No programming changes were made. It was reported that these high rate episodes will be managed pharmacologically.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.